Manufacturer narrative:
Based on the claim against the product, an investigation is in progress to determine the cause of this reported event. The fse replaced the erbe generator. An RMA has been issued requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Verification of the event details was performed. Per review, the following was confirmed: a prostatectomy - radical w/o lymphadenectomy was performed on system (B)(4) on (B)(6) 2022. No image or video clip for the reported event was submitted to isi for review. This complaint is reportable due to the following: the electrosurgical generator unit (esu) was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a backup esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted prostatectomy radical w/o lymphadenectomy surgical procedure, the integrated electro surgical unit (iesu) powered off during use. They tried to check the cable and the fuse, but the erbe remained off. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the procedure was completed with another erbe. Due to its privacy policy the hospital doesn't provide patient demographics nor any relevant tests and patient history.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electro surgical unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis investigation was confirmed. The iesu fuse cover was noted to be damaged.